Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2020 a patient was undergoing an endovascular procedure to secure thrombus against the right external iliac vessel wall with a gore® viabahn® endoprosthesis with propaten bioactive surface. Following deployment of the device. A balloon was advanced in an up and over the aortic bifurcation approach. However the balloon would not track through the proximal part of the device. During a second attempt to advance the balloon, the endoprosthesis began to migrate distally to the common femoral/superficial femoral artery. The endoprosthesis was then explanted. An endarterectomy of the common femoral artery which was originally planned for the following day was also performed. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Results code 2: 213: the engineering evaluation stated the following: the following observations were made: the endoprosthesis was returned in formalin solution. The endoprosthesis was fully expanded and had pieces of tissue attached. The endoprosthesis was unremarkable. Engineering evaluation conclusion is inconclusive as it relates to the event description. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed. H.6. Conclusion code 1: updated.

Manufacturer narrative:
Additional manufacturing narrative: c1. Name (#1) (B)(6). Manufacturer/compounder: w. L. Gore & associates, inc. Lot #21908868. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.